Event description:
The pulse generator was being replaced due to infection. The atrial lead was disconnected and the device was kept in ddd mode. In this mode, ventricular capture failure was noted in a patient with complete av block. The physician changed programming to vvi and normal capture resumed. The system was replaced.